Event description:
MFR received a report of upholstery screws on a manual wheelchair breaking and allegedly causing the user to fall down some stairs. As a result of this incident, the user sustained injuries requiring hospitalization. This MDR is being submitted as the result of an FDA investigation. Co's position continues to be that the device did not cause or contribute to these injuries and is therefore not MDR reportable. However, in order to avoid any dispute with the FDA, co is filing this report.